Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited in inappropriate atrial capture. During lead revision, the lead was confirmed to have dislodged using fluoroscopy. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.